Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation, the patient began experiencing discomfort in the area of her device and initial diagnostic workup revealed gross failure of the accolade trunnion and marked elevation of serum cobalt, chromium and titanium. It is further alleged that as a result the patient was forced to have the device surgically removed and upon removal, it was apparent the device had failed causing gross deformation of the accolade tmzf stem together with severe and permanent tissue and muscle damage.